Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported unknown side " ruptured implant." Device status is unknown.

Event description:
Health professional reported left side "ruptured implant" and "patient was afraid". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an extended opening and a weight test of the explanted material was verified that it was underweight. A microscopic analysis of the return device identified: an extended sharp opening on the posterior side assessed as an unidentified(tear) opening. A dimension measurement in the shell was performed which identified that the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified(tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported left side "ruptured implant" and "patient was afraid." Device has been explanted.